Manufacturer narrative:
Device evaluation: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Certas plus valve was implanted in a patient on (B)(6) with setting 5. During the priming, surgeon was concerned about high resistance of the valve. On (B)(6), the patient returned for a follow up appointment and had valve programmed to setting 4. However, patient continued having high pressure symptoms and on (B)(6) the setting was changed to 3. The programming of the valve was challenging due to a long term developed scar tissue around the implantation area. The setting was confirmed with xray. The patient's condition got worse within two days and surgeon tried to bring the setting up again on (B)(6), however, he couldn't confirm the setting with the indication tool. The setting was switched from 3 to 6, then 6 to 5. Setting 5 was confirmed with x-ray. Patient still had undesired symptoms and decision to remove the valve was made on (B)(6). Valve was removed and replaced with chpv, setting 120mm. The patient's condition started improving the day after.